Event description:
Spacelabs received a report that a pt felt an electric charge in his finger when connected to a spo2 sensor.

Manufacturer narrative:
Spacelabs is waiting to receive the subject device to start our investigation. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that a patient felt an electric charge in his finger when connected to a spo2 sensor.

Manufacturer narrative:
The customer returned the suspect spo2 sensor and four other sensors to spacelabs for investigation. All sensors had signs of obvious physical cable damage and liquid residue inside the led and detector cavities. The sensor's led assembly was separated from the sensor housing. Initial testing revealed that this sensor was not functioning when received and testing failed to detect any current at the patient contact area. The sensor was sent to spacelabs' vendor for further investigation. The unit was disassembled and tested. The ground (gnd) shield was badly damaged and cable insulation was broken due to excessive twisting and pinching of the cable. Electrical testing was conducted and revealed that the sensor had an electrical short in the cable assembly due to the damaged insulation and exposed copper wire or via the liquid inside the sensor. The liquid contaminant suggests that the customer may have improperly cleaned the sensors submerging them or using cleaning agent which could damage wire insulation and plastics flexibility, and lead to an unintentional electrical path. A review of the complaint records did not identify any similar complaints. The improper user handling and cleaning of the sensor is identified as the reason of this event. Spacelabs cleaning instructions for the sop2 sensor (provided with sensors) is to wipe the sensor surface with a soft cloth moistened in water, mild soap solution, or isopropyl alcohol. The operation's manual warns the user not to use a sensor with exposed optical components. In addition, the manual warns the user to visually inspect all patient cables or sensors each time the unit is used and to not use cables or sensors which exhibit obvious damage. Spacelabs has reminded our customer that it is necessary to follow the instructions in the manual in order to prevent damage to the spo2 sensor during cleaning and handling. We have concluded that this report is final and consider this issue closed.